Event description:
A continuous glucose monitor (cgm) error was reported by a customer, who experienced this issue three or more times with their pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and verified that it was still under warranty. The customer was guided on how to put the pump into storage mode and agreed to return the defective pump using a prepaid label within 10 days. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery.